Manufacturer narrative:
The reported device was returned for evaluation. Visual inspection found the device to be in poor condition; the top case was chipped and cracked and the left and right plunger cases were damaged. A review of the device's event history log confirmed that the check clutch/plunger lever error had occurred. The error was able to be duplicated during functional occlusion testing. Upon further inspection of the device, it was observed that the position potentiometer was cracked along with the carriage. The root cause of the check clutch error was determined to be the damage to the position potentiometer and carriage by the end user. No evidence was found to suggest the reported error was caused by an intrinsic product problem. After device repair and recalibration, the device was found to pass all delivery, accuracy, and functional tests.

Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch plunger level." No patient injury or adverse event was reported.